Manufacturer narrative:
Reporter is company sales consultant. UDI: (B)(4). The lot number is not currently available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that the customer's expressew iii suture passer without hook was being used in a rotator cuff repair procedure, when the surgeon went to use it the jaws were not closing properly, the jaws were not lining up. The surgeon switched to another expressew iii suture passer without hook and experienced the same issue. The procedure was completed with no patient consequences and a five (5) minute surgical delay. The customer has other like devices, however the sales rep did not know how the case was completed. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date, evaluation codes. Investigation summary: the complaint devices were received for evaluation. Visual inspection shows that the laser marking for the serial numbers of the devices have faded and are not legible on the devices. The jaws were opened and closed and it was observed that the upper jaw doesn¿t close all the way and there is a slight misalignment between the upper jaw and the lower jaw. Both devices have the same observed failure. This complaint can be confirmed. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. Furthermore, since no serial numbers were supplied this precludes conducting manufacturing record evaluation. Therefore, we cannot determine what caused the user to experience the reported event. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.